Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 261 mg/dl, customer treated with a bolus. The blood glucose reading at the time of the event was 770 mg/dl. Diagnosed diabetic ketoacidosis. Customer was vomiting. The paramedics were called and customer was taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.